Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer failed to recover. The user stated that although the refrigerator did not show as failed, they were unable to access it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed to recognize and did not recover. The field service engineer (fse) found that drawer 7 in the auxiliary unit was not on the bus. The light emitting diodes (leds) on both circuit boards in the drawer were illuminated, so the fse replaced the retractor flat cable. However, after rebooting the system, the drawer was not detected or recognized. The fse determined that a new full height drawer was required due to a faulty legacy controller printed circuit board (pcb). The fse removed the cubie pockets from the old legacy full height drawer, removed the full height drawer itself, and installed a new enhanced full height drawer. The fse then re installed the cubie pockets and tested the drawer for proper operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.